Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the insulation on the rv lead was suspected to be damaged. The lead was revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, polarity switch, and a lead failure was suspected. The rv lead remains in use but revision of the rv lead is planned. No patient complications have been reported as a result of this event.